Manufacturer narrative:
Unit passed displacement test, active current measurement, and selftest. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's charge battery would not last as long as it should. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.